Event description:
During a novasure endometrial ablation the physician attempted to deploy the array inside the pt. At this point, the physician "felt something give and was afraid that she had perforated the cavity". A hysteroscopy was performed and the physician saw a uterine perforation. The procedure was aborted. We have been unable to obtain additional info surrounding this event. Dilatation, and sounding with a metal sound (not hologic devices) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Serial number of the radio frequency controller not provided by the complainant. Device history record (DHR) review was conducted for the identified lot and serial numbers of both disposable devices. No abnormalities were found related to the reported info. These devices passed final testing prior to release. If additional relevant info is received, a supplemental medwatch will be filed. According to the instruction for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).